Event description:
It was reported the patient had been given a general anesthesia in preparation for the prostate procedure. Error 87 (if there are more than 2 bricks with swm issues, this error appears) and error 253 (lasing and safety-pyro low limit fail) occurred during the procedure. The procedure was then aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers facility by a field service engineer (fse). The fse found the folding mirror was defective. The folding mirror was replaced, and proper alignment of the console was checked. All power settings were verified to be within specifications. No other device issues were found. The console was fully operational. Based on analysis results, it is probable that the damaged folding mirror led to the reported event. Based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.